Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The elevated bg was addressed by a correction injection via manual insulin therapy. No third-party assistance was needed. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Reportedly, the customer continued to use the pump for insulin therapy.